Event description:
It was reported that the patient experienced inadequate stimulation and pain at the pocket site. The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7010201, UDI: (B)(4).